Event description:
It has been reported to philips that the device may not be functioning as expected.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2024-01117. Device investigation is completed and reported on (B)(4) with MDR # 3030677-2024-01117. This was case erroneously reported.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3030677-2024-01117. Device investigation is completed and reported on pr (B)(4) with MDR # 3030677-2024-01117. This was case erroneously reported.